Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, when the physician attempted to reposition the lead the lead helix was unable to be retracted. The lead remained in place and remains in use. No patient complications have been reported as a result of this event.